Event description:
It was reported that as they were trying to apply the device during an unknown procedure, there was no energy delivered. The doctor obtained a second device to complete the case with no patient consequence.